Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with their implantable pacemaker exhibiting backup vvi mode. The device also exhibited failure to capture, although it was unknown if it was related to the backup mode. Patient was put on temporary pacing support. The device was unable to be reset to its original settings, so it was explanted and replaced on (B)(6) 2020 instead. Patient was discharged after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.